Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs and performed pre-fill reservoir tests. One of two reservoirs failed per inspection. Found the reservoir transfer guard needle loose. The remaining transfer guard needle passed per inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was unable to remove air bubbles out of the reservoir when detached. Customer's blood glucose was 339 mg/dl. Customer mentioned she had a steroid shot. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.